Manufacturer narrative:
Accessory model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4), lead model 377760, lot# n0030847, implanted: 2005-(B)(6), explanted: unknown, lead model 377760, lot# n0030083, implanted: 2005-(B)(6), explanted: unknown.

Event description:
It was reported that stimulation was turning off. Stimulation started to not work as well over the last six months, and the patient reported no sensation at times or having to increase stimulation a lot. The patient did not feel stimulation in the previous month. There was no known accident or incident related to the complaint. All impedances on the right lead were greater than 3,600 ohms. Electrode #6 on the left lead was greater than 3,600 ohms. The patient was reprogrammed and was able to feel stimulation on the left lead. Additional information has been requested, but was not available as of the date of this report.